Event description:
It was reported that a 275cc mentor memorygel breast implant was found damaged during a procedure. The implant looked old, had bubbles, was yellowish, was not full, and felt greasier. The device to not contact the patient. The procedure was prolonged ten minutes.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 8, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, and dimensional and weight measurements of the returned device. Visual analysis of the returned sample revealed that the breast implant appears opaque/discolored, in addition, no bubbles were observed, and the dimensional and weight measurements were within manufacturing specifications. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).